Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the programmer froze and became unresponsive during an attempted interrogation, and also displayed an error message screen. It was observed that the screen flex tape was damaged. The programmer's screen was replaced. Also, it was noted that the battery was damaged. The battery was replaced. It was noted that the upper case connector was broken. The upper case was replaced. The hard drive was reconfigured, reloaded, and the software was updated. The programmer then passed all safety, final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis update: further analysis on the battery of the external pulse generator (epg) was performed. On visual inspection the battery enclosure was found to be damaged. On benchtop analysis the led indicators on the battery indicates charge is less than 20%. Performed battery health check and 1 led indicator lights up indicating less than 60% battery health. Installed into a known good programmer(cp) and let charge battery. While boot up a message appears on the screen that battery capacity is low, and it needs to be replaced. After 2 hour cp indicated battery is fully charged. Cp then ran on battery for 2 hours and shuts down. Battery charged again back to 100% and it holds the charge. Performed further battery analysis and the data indicates battery has decreased battery capacity down to 58%. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer screen froze and became unresponsive while trying to interrogate. It was noted that an error message was generated along with a black screen. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.